Manufacturer narrative:
(B)(4). Date sent: 05/24/2021. Additional information received: surgeon had inserted cdh29p and had connected it to the anvil. The display of the stapler was lighted. That is to say, the battery worked. However, when the surgeon fired the stapler, after removing the safety, nothing happened. They unpacked a 2nd stapler and used the battery of that stapler to see if there was any issue with the battery. The first stapler still did not fire. They thus had to disconnect the inserted stapler from the anvil and remove it from the patient and insert the 2nd stapler. They did not remove the anvil from the first stapler. With the battery inserted, the stapler fired w/o any problems. Thus, there must have been a technical problem with the first stapler that cannot be attributed to the battery. Lot: u93t6n a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2021. D4: batch # u5az0w. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the anvil not returned. The device was received with staples present, confirming that the device was not fired. However, when the forward battery was installed, the green checkmark illuminated, indicating that it required a reset. When the device was reset using a reverse battery and fired into a test skin using an engineering anvil, no further issues were detected. The product experience was due to the device being in a state requiring a reset before firing could commence. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, cdh29p did not fire even though display light was on and orange bar was inside green compression scale. Surgeons unpacked new stapler which worked flawlessly. Surgeons did not notice anything else outside the ordinary. The procedure was delayed by an unknown amount of time. There were no fragments generated and the procedure was completed successfully with no patient consequences.